Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 500 mg/dl and moderate ketones. Customer attempted to address the elevated (bg) by changing the infusion set, administering a correction bolus via the pump, and giving herself a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and customer was released on (B)(6) 23 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.